Manufacturer narrative:
The video processor (vp) unit was returned and analyzed, and the reported failure was replicated. This unit was installed into a test system. During the test, the issue was replicated. During troubleshooting, the fans were not working. The cause was the video processor power distribution (vppd) board. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, error 5 and then error 95 occurred and the system shut down. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs and found errors 5 and 95 on the video processor (vp). The isi tse had the customer reboot and hard power cycle the system then cool down the system, but the issue persisted. The customer elected to convert the procedure to laparoscopic. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without errors. There were no intra-operative or post-operative complications observed. It is unknown if the conversion resulted in increasing port size incision or adding additional ports, and how the patient tolerated the conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the isi fse conducted an inspection and found errors 5 and 95 on the video processor (vp). The isi fse replaced the vp to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.